Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a right bundle branch block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 4mm at non-coronary cusp (ncc) (deeper than the recommended 3mm) and 6mm at left coronary cusp (lcc) without any problems. Later on, a complete atrioventricular block (cavb) was noted and a pacemaker was implanted. Based on the information received, the cause of the reported event could not be determined. The reported hospitalization and surgical intervention were a result of case specific circumstance. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using an large flexnav delivery system. The annular dimensions of the native valve were effective orifice area 425.6cm2, perimeter of annulus 74mm ascending aorta diameter 32.5mm. The length of the membranous septum was 6.3mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 4mm at non-coronary cusp (ncc) and 6mm at left coronary cusp (lcc) without any problems. On (B)(6) 2024, a complete atrioventricular block (cavb) was noted. On (B)(6) 2024, a pacemaker was implanted. The patient required prolonged hospital stay for monitoring of rhythm. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using an large flexnav delivery system. The annular dimensions of the native valve were effective orifice area 425.6cm2, perimeter of annulus 74mm ascending aorta diameter 32.5mm. The length of the membranous septum was 6.3mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 4mm at non-coronary cusp (ncc) and 6mm at left coronary cusp (lcc) without any problems. On (B)(6) 2024, a complete atrioventricular block (cavb) was noted. On (B)(6) 2024, a pacemaker was implanted. The patient required prolonged hospital stay for monitoring of rhythm. The patient was reported discharged.